Event description:
A nurse reported that following implantation of an intraocular lens (iol) the lens was explanted due to patient complained of having poor quality vision from right eye and seeing bad halo at nighttime. Additional information was requested and received.

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Blood and solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The file indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).